Event description:
It was reported that there was an event of left ventricular (lv) lead dislodgment resulting in loss of capture. The dislodgement was confirmed via diagnostic imaging. The lead was explanted and replaced; and the surgery was successful. The patient status was discharged.